Manufacturer narrative:
Performed a visual inspection and found no problems related to the report issue. Verified errors in the lighthouse (aperture) and installed master tool manipulator (mtm) on an internal eft, then powered it on. The system powered on with no errors or failures, so instruments were installed and a test drive was conducted. During the drive, no errors or failures occurred. Instruments were removed, and the mtm mounting plate was inspected for any damage or abnormalities. The system was power cycled and driven five more times, still with no errors or failures. Further inspection of the logs indicates that the same errors appear after the mtm replacement, suggesting a console cart-related problem and not an mtm issue. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to take control of arm 3 with the right-hand control. System logs show error 1008 pointing to master tool manipulator right (mtmr) gimbal. Customer confirmed they are using a single console configuration. Customer tried hitting the arm swap pedal, verifying hand control assignments, using the digital swap feature, and performing a hard reboot on the system with no change. Technical support engineer (tse) inquired if the system had any faults related to the right-hand control and the customer confirmed they were prompted to reboot the system or disable the right hand control and they elected to disable the right hand control. Customer was not to recall the error code number. Tse advised that the right-hand control will remain non-functional any time it is disabled until the next power cycle, unless the error persists. Customer confirmed the error persists after rebooting the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.